Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the clinic for normal follow-up externalized conductors, variation in pacing lead impedance and decrease in sensing were observed. The lead was capped and replaced on (B)(6) 2016. The patient was doing fine. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized.